Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during assembly it was noted that there was exposed wire on the device. No harm or delay were reported as it relates to this event. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
Upon review of the incident it was determined there was no exposed wire on the device. Additionally, this device did not cause or contribute to serious injury. Therefore this is not reportable; the initial report was forwarded in error and should be voided.

Event description:
Upon review of the incident it was determined there was no exposed wire on the device. Additionally, this device did not cause or contribute to serious injury. Therefore this is not reportable; the initial report was forwarded in error and should be voided.